Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose. It was stated that when the customer woke up in the morning, the blood glucose was 15mmol/l. It was stated that the customer did not feel well and was throwing up all day. It was stated that the insulin pump was disconnected. Troubleshooting was performed. The time and date were accurate. The alarm history revealed multiple no delivery alarms. It was stated that the cannula was bent several times. No further info was provided.